Event description:
A beckman coulter field service engineer (fse) reported that he strained right side of his neck and right shoulder while assembling a printer stand as part of installation for the au480 chemistry analyzer. The fse was driving screws with a long phillips screwdriver into a wood (particle board) tabletop of printer stand and used a lot of physical strength to drive six wood screws into wood. The fse stated that medical attention was sought due to the event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) stated that the pain was experienced at 12pm on the day after he had performed installation at the customer site. The fse went to the doctor who prescribed celebrex and recommended physiotherapy to treat the strain. The fse did not require medical leave from work. The beckman coulter internal identifier is (B)(4).